Event description:
The facility reported via a user facility report, "4gm mgso4 programmed into IV pump chamber 'c' at 100cc/hr. Pt developed sudden and severe hypotension. It was noted that entire bag of mgso4 had been bolused in less than 5min. IV pump continued to read that it was running at 100cc/hr. Pt required the administration of dopamine and 1000cc IV fluid bolus. Bp received within 30 minutes without residual effect". Mgso4 (magnesium sulfate) infusion was started at approx 1330-1345 and was infusing in a primary mode, ml/hr, via the pt's central catheter. The magnesium bag was a 100ml bag with a concentration of 4gm/100ml. The pt was reported to be recovering/stabilizing post-op CABG (coronary artery bypass graft). Dopamine was infusing upon arrival to the intensive care unit (ICU), post-op, and then it was weaned off. Prior to the event, the pt's blood pressure was 110's/50's., heart rate was 90's, and the oxygen saturation was about 100%. The pt was on a ventilator and a monitor. When the pt became hypotensive, "the alarm on the monitor was going off for blood pressure." The pt's blood pressure was reported to be "map 40-50", heart rate at 90's, and oxygen saturation at 100%. According to the risk mgr, dopamine was increased to 3mcg/kg/min briefly (15-20 min) during espisodes and 1l of normal saline bolus was administered. The pt recovered. The pt recovered.the pt was reported to return to the "basal line" and dopamine was weaned off again. Though requested by baxter, no additional info was available.

Manufacturer narrative:
The device has been requested by baxter quality mgmt for eval. The facility stated the device was returned to the rental co (freedom medical) for eval. Baxter has contacted the rental co and requested the pump. The pump has not yet been received. Should the pump be received for eval, a follow up report will be filed upon completion of the eval or if additional info becomes available. Biomedical testing: the facility's biomedical engineer reviewed the device's event history and performed eval of the pump. According to the biomed, the settings for each channel were found to be as follows: "channel a - primary mcg/kg/min, drug amount 1000mg, diluent volume 100ml, concentration 10.0000mg/ml, dose 40.000mcg/kg/min, rate 22.3ml/hr, volume to be infused 85.4ml. Channel b primary mg/min, drug amount 900mg, diluent volume 500ml, concentration 1.8000mg/ml, rate 33.3ml/hr, volume to be infused 477ml. Channel c primary rate-volume, rate 100ml, volume 100ml. Channel c had first been programmed at 14:10:14:11 and tube was misloaded at 14:11 and then unsuccessfully tried to start between 14:11 and 14:15. Tube was successfully loaded at 14:16 but infusion was not started. At 14:19 stop was pressed (even tough it was not valid because it was not running) and tube was unloaded and channel shut off at 14:20". The biomed reported that during operational check of channel a, "slide clamp for tubing did not slide into mechanism smoothly, so when sliding tubing forward, it would also be sliding forward in clamps to the point it would start free flowing if regulating clamp was not closed. Found if tubing partially inserted, free flow for 1 minute until alarm and then would remain in free flow until stopped. In the one minute, approx 117 ml flowed. Also found that if tubing inserted until recognized, less than 2ml free flowed. When examining mechanism, found small metallic looking object on the right side protruding slightlyh into path. Comparing with another mechanism, it is supposed to be there but flush with the other parts. After talking to tech support at baxter, found that it was the optical sensor for the slide clamp".